Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause for the cracked saw head was traced to device design issue, and the remaining failures was component failure due to normal wear. The cracked saw head had been covered under a CAPA. A review of the device history record(s) showed that there are no relevant issues during the manufacture of this product which would contribute to this complaint condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the battery oscillator device saw head was cracked, had sharp edges and foreign substance/debris was noted, the triggers were sticky, and there was a liquid leak. It was also observed that the seals were damaged and the sliding sleeve seal was incorrect. The device also failed pretests for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was further noted that not all tests could be performed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.